Event description:
During a ptca procedure, while advancing through the guide catheter and during negative prep, blood was noted. Upon removal it was noted that the catheter had broken mid shaft. The guide and catheter were removed without incident. No patient injuries or complications occurred.